Event description:
It was reported that during a breast biopsy, the control module has a burning smell and vacuum issues. There was no patient consequence reported. Case was completed using the control module.